Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the device in laparoscopic nephrectomy procedure, they connected reload to the handle. The surgeon clamped the renal vein and pushed the green button and tried to squeeze the handle, however could not squeeze it. The sales rep noted some staples of the proximal end were pre-fired. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing of the device in laparoscopic nephrectomy procedure, they connected reload to the handle. The surgeon clamped the renal vein and pushed the green button and tried to squeeze the handle ,however could not squeeze it. They replaced it with a new reload, and the surgeon clamped the renal vein, however the same event occurred. They then replaced the devices with a new handle and a new cartridge, and the firing was completed with no problem. The sales rep noted some staples of the proximal end were pre-fired. There was no patient injury.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.